Manufacturer narrative:
Investigation findings: the complaint sample was not returned, and the lot was not listed. The complaint text information states that the patient was combative. This product is contraindicated on patients who are or may become highly aggressive or agitated. The product may have failed due to the product being used on the wrong type of patient. A recently closed CAPA investigation into this type of failure attributed the product failure to end user error. The product is being used on the wrong type of patient(highly aggressive and/or agitated). Root cause: since the complaint sample was not returned, the investigator was unable to determine root cause of failure. Corrective action: since the complaint sample was not returned, no corrective action was needed. Preventative action: as a result of the CAPA investigation mentioned in the investigation findings, a preventative action was initiated to mitigate the risk of end user (health care professional) application to wrong type of patient (highly aggressive and/or agitated). An alternate stitching type was tested to see if this improved the pull strength of the stitch attaching the strap to the blue foam piece. Test results showed that a new stitch had higher pull strength than original stitch. The change to a new stitch design is currently being implemented.

Event description:
A limb holder restraint was applied to the patient and was later found torn off at the cuff stitching. The patient was reported to be combative. No injury to the patient was reported.